Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2. It was reported while using bd vacutainer® eclipse¿ blood collection needle, an unspecified number of devices exhibited loose rubber sleeves resulting in sample leakage. Additionally, an unspecified number of devices exhibited loose needles within the holder. No adverse impact was reported regarding the patient or user.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® eclipse¿ blood collection needle, an unspecified number of devices exhibited loose rubber sleeves resulting in sample leakage. Additionally, an unspecified number of devices exhibited loose needles within the holder. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: h.1 imdrf annex a grid (1:a0501 - detachment of device or device component (2907)). E1: initial reporter e-mail: (B)(6). E1: initial reporter addr 1: (B)(6). E1: initial reporter city 2: (B)(6). E1: initial reporter zip: (B)(6). Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retain samples from each lot were subjected to sleeve function testing using 10 tubes per needle to assess the functionality of the device. All the samples passed testing as they were able to be screwed onto a holder and there was no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes sleeve function and loose. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.